Event description:
A customer reported that a lot of liquid was noticed on the floor at the end of the procedure. The customer checked and confirmed that the cassette was leaking. There was no harm to the pt.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer complaint history could not be reviewed as that info was withheld. The customer did not retain a sample for this complaint, as such functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. (B)(4).